Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, the customer reported that the issue is resolved after replacing the main electronics. Vyaire medical was unable to determined the root cause. No update received from the customer after several attempts.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and being reviewed by technical support. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported active blower failure alarm during a log file analysis on a bellavista 1000. There is no patient involvement associated with the event.